Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since it may lead to an increase in leakage of fecal material. This may expose the pt to the risk of wound contamination / infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. There was no pt affected in this case. No add'l info has been provided to date. Reported to the FDA on 09/04/2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
During the pre-use check, the health care professional filled the balloon with water to see whether it was waterproof and found that it was not. The complaint was reported to the pharmacy department. The device was not used on a pt.